Event description:
Per parent, her son had torn the safety sheet near the zipper and eloped through the tear. Per the parent, they have another sheet available. A video was provided that confirmed the safety sheet tear. The tear stretches the length of the safety sheet and is located about an inch away from the safety sheet zipper. There was no report of injury as a result of the event.

Manufacturer narrative:
Sensory medical was made aware of the damaged safety sheet on (B)(6) 2026, however was notified of the elopement on (B)(6) 2026. Sensory medical provided a return shipping label to the parent for return and examination of the damaged safety sheet. Sensory medical provided a replacement safety sheet to the complainant. 230818m14 is the lot of the safety sheet. Review of manufacturing records confirms all in process and final inspections were performed and passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." On page 15 "what happens if my cubby rips or I notice other damage? Please contact us right away. Only use your cubby bed when it is assembled correctly and is in safe working condition." On page 22 "discontinue use and contact us immediately if anything is damaged or missing." On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact." On page 23 instructions for safety sheet care advise the user to "hang to dry" the safety sheets. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.